Event description:
It was reported that, some time ago, the pt perceived cracking sounds with her ci. These sounds never vanished again. The external equipment was exchanged on (B)(6), 2012. Since then, an add'l buzzing noise had appeared. Testing shows that the device has malfunctioned. Re-implantation surgery is scheduled for (B)(6), 2012.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.